Event description:
The doctor was performing a coronary artery bypass graft and wore the headlight for 1.5 to 2 hours before he noticed the 2nd degree burn on the bridge of his nose, just under the bottom arch of the module. The burn was treated with ointment and a wound dressing.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.